Event description:
A journal article was reviewed which contained information regarding this implantable cardioverter defibrillator (ICD) system. The article reports that the patient was swimming in a pool and felt three (3) shocks due to the ICD interpreted as ventricular fibrillation (vf). The patient had denied any symptoms prior to the shocks. The pool was inspected and a small leak of current into the pool from a lamp was found by the certified electrician. The problem was fixed and the patient was counseled to be careful when handling electrical equipment. The ICD system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿electromagnetic interference with implantable cardioverter defibrillators causing inadvertent shock: case report and review of current literature.¿ clin. Med. Insights.cardiol. 2014;8:63-66. Product ID: d154atg (B)(6) 2006. (B)(4).